Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was received by the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that after inflation in the patient, the balloon deflation was too slow. The device was removed and replaced to complete the procedure. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The balloon catheter was returned for evaluation. Visual inspection of the device revealed multiple segments of crushes and kinks. The damage identified on the device would negatively impact deflation time as described in the complaint. It is unknown when this damage occurred and the conditions or circumstances that led to the damage could not be determined, but the damage is consistent with the device experiencing forces over specification.